Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7113093.

Event description:
It was reported that the patient had a failed trial due to cramping pain in the chest under left arm and upper back. The patient was presented to the emergency room and it was determined that the spasm was caused by patients anxiety. The patient was given medicine for anxiety. The explanted trial leads will not be returned.